Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the shunt sensor was found to be leaking. The shunt sensor sat in the arterial line with a pressure of 300 for up to 2 hours. Blood loss <1ml. Product was not changed due to the issue being found after cardiopulmonary bypass. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 2, 2016. Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; device not returned. The sample was not returned and the lot information was not provided; therefore a complete investigation could not be performed and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.